Manufacturer narrative:
Pending evaluation. Concomitant device(s): (cn: 204-04-54, sn:(B)(4)) trapezoid tibial tray sz 5f/4t, (cn: 200-02-38, sn: (B)(4)) three peg patella 38mm.

Event description:
Original surgery was (B)(6) 2009. Worn poly, failed patella component. Removed patella, replaced tibial baseplate with a stemmed component and new insert.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that as reported, the 78 y/o male patient fell and damaged the patella. The surgeon determined a revision of failed patella component. Removal and replacement of the patella, replaced tibial baseplate with a stemmed component and new insert. Devices not returned. In a review of the labeling it is a known complication that a patient¿s age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues and was most likely caused by the patient's fall. (D3) concomitant device(s): (cn: 204-04-54, sn:(B)(6) ) trapezoid tibial tray sz 5f/4t. (Cn: 200-02-38, sn: (B)(6) ) three peg patella 38mm.

Event description:
As reported, the 78 y/o male patient fell and damaged the patella. The surgeon determined a revision of failed patella component. Removal and replacement of the patella, replaced tibial baseplate with a stemmed component and new insert. Devices not returned. There was no delay to surgery.